Event description:
It was intended to use a complete se stent to treat a calcified lesion in the lower extremity for left iliac artery stenosis. The lesion had 80% stenosis, medium calcification and slight tortuosity. The device was inspected prior to use with no issues noted. The lesion was pre-dilated once with a pcf balloon for 2 minutes at 12 atm. Remaining stenosis after pre-dilation was 70%. It is reported that the stent was 'undeployed' at the proximal and distal tip. The device remains in the patient, at the target lesion. The physician used a new complete se to open the stent, which means the second stent was implanted in the first stent. Patient is now in a good condition. No further clinical sequelae were reported for this event.

Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (review of cines images shows that the stent is non-concentric in shape indicating a resistant lesion). Evaluation conclusions: device failure/ lack of effectiveness related to patient condition (review of cines images shows that the stent is non-concentric in shape indicating a resistant lesion).

Event description:
Image review: one still coronary angiogram image was received for evaluation. The image appears to show a stented vessel. The stent is non-concentric in shape indicating a resistant lesion. The image does not provide any conclusive evidence on the root cause of the reported deployment difficulties.

Manufacturer narrative:
Evaluation results: patient condition affected effectiveness of device (calcified lesion with 80% stenosis). No results available since no evaluation performed (no device returned). Evaluation conclusions: inconclusive (investigation still in progress). Device failure/lack of effectiveness related to patient condition (calcified lesion with 80% stenosis). Unable to confirm complaint (no device returned). (B)(4).